Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned severed 5.2 centimeters (cm) from the terminal end. Only the proximal segment was returned. Visual inspection showed a damaged terminal boot. Microscopic inspection of the torn surfaces showed a fresh tear recently suggesting damage likely during removal from header. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors are intact. Laboratory analysis was unable to confirm allegation of noise as based on normal lead resistance measurements and inspection that showed no conductor issues. The lead body damaged allegation was confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. Moreover, the lead fell apart. No additional adverse patient effects were reported.